Event description:
It was reported the patient with a history of cocaine, tobacco and alcohol abuse underwent an aortic valve replacement where this valve was implanted. Subsequently, the patient was noncompliant with coumadin. Symptoms of aortic insufficiency developed and one leaflet was noted to be stuck in the open position on ultrasound. The valve was replaced six months postoperatively with a smaller 19 mm sjm bioprosthesis.